Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient did a daily controller test and the sound was not consistent, it had pauses and all the lights were coming on. The coordinator had the patient repeat the self test when on the phone and confirmed abnormal audio pattern. The speakers were cleaned but the issue remained. A controller exchanged would be performed.